Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to remove several devices from bluetooth menu including the old transmitter, reset the smart device, and then re-pair the new transmitter. No additional patient or event information is available.